Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The o-ring on the pneumatic tap caused a minimum fill notification. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge and cleared the minimum fill notification alarm and was able to resume insulin therapy. Customer's blood glucose level was not adversely impacted.